Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and family members experienced difficulty attaching and turning the ilet infusion set connector during a virtual follow-up and infusion set change, requiring prolonged effort and a connector swap before the connector finally turned and attached; no device alerts or alarms occurred, and troubleshooting and education were completed by phone. Symptoms included no reported adverse clinical effects. Outcomes included no impact on activities of daily living and no medical or surgical intervention. Investigation included technical support review and user troubleshooting. Investigation of this case revealed an inability to attach the connector that was resolved through assisted troubleshooting, with no additional device malfunction identified. It was concluded that the event was consistent with difficulty in using the connector component, with no patient injury and no further action indicated at this time.